Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Follow-up details have been requested but have not been received to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that after two (2) days of use, the nurse noticed "a intense leakage and when the device was removed, the balloon observed two (2) holes". It was stated that the device was changed to a new one.

Manufacturer narrative:
This supplemental report is being submitted as the OEM reviewed the routers used to manufacture lot # 13vm528516 and determined there were no discrepancies or deviations from normal process parameters at the time of manufacturing. In addition, the retain samples for this lot were inspected and found to be functional and non-defective. A 100% balloon inflation functional test was performed on each of the assemblies as defined by convatec. This test (router op 70) included inflating the balloon through the luer lock activated valve with 60 ml of air and monitoring that the diameter of the balloon did not change for 10 minutes. Review of the device history records for lot # 13vm528516 confirmed that the established manufacturing and inspection processes were followed and no deviations were observed. No previous investigations are available. After the detailed batch review, no discrepancies (including non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).